Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced complication of device insertion ("impossible to place essure on one side/insertion failure"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the medical device removal and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and medical device removal to be related to essure. The reporter commented: essure had been placed on (B)(6) 2010 with a failure. A few time after the placement of essure, ligating of the uterine tubes via celioscopy was performed. Most recent follow-up information incorporated above includes: on 7-feb-2019: this case will be deleted from bayer pv database. Nullification reason: duplicate case was identified with f/u information - during a cluster reconciliation and following confirmation from the local health authorities, this case was identified as a duplicate of case: (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced complication of device insertion ("impossible to place essure on one side/insertion failure"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the medical device removal and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and medical device removal to be related to essure. The reporter commented: essure had been placed in (B)(6) 2010 with a failure. A few time after the placement of essure, ligating of the uterine tubes via celioscopy was performed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.